Manufacturer narrative:
H6: investigation summary: no customer return sample, or photograph available for investigation. A device history review was conducted for lot number 0212533. This is the first complaint reported on material number 307757 of batch number 0212533. Investigation done on retained samples of 0212533. As the original sample is not available the complaint is unconfirmed. The investigating team tried to simulate the defect on the retention sample of 0212533 and found that the defect could be caused if not properly stored under normal condition of room temperature and humidity and away from sunlight. When the product is stored for a long time on shelf the needle hub is found to get loosened with the passage of time. The exact root cause requires the original sample for investigation. The probable root cause looks to be a storage issue h3 other text : see h.10.

Event description:
It was reported that the needle hub pulled out of the emerald syringe 5ml 24x1 an and remained in the patient's vein. This occurred 10 times during use. The following information was provided by the initial reporter: "at the time of taking sample needle detachment occurs in many syringes. Some times needle even remains in vein of patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [0212533] was not found for the reported catalog # [307757]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub pulled out of the emerald syringe 5ml 24x1 an and remained in the patient's vein. This occurred 10 times during use. The following information was provided by the initial reporter: "at the time of taking sample needle detachment occurs in many syringes. Some times needle even remains in vein of patient."